Manufacturer narrative:
The device has not been returned to biosense webster for analysis and therefore no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, the patient experienced pericardial effusion and had to have a drain placed for pericardiocentesis. The patient developed a tamponade and a pericardial drainage was inserted. Anticoagulation was discontinued. Repeat transthoracic echocardiogram showed resolution of pericardial effusion. The pericardial drainage was removed. The patient was transferred from the intensive care unit to the progressive cardiac floor. Repeat transthoracic echocardiogram showed no effusion. The patient's blood pressure was stable. The patient was discharged home in good condition. Upon request, the bwi field representative provided additional information on the event. There were no other factors that might have contributed to the cardiac tamponade. The physician did not experience any difficulty in manipulating the catheter. There were no abnormal signals noticed. All the ablation applications were delivered to the patient before the event. The rf generator was set to "power-control" mode at 30 watts. A long sheath was not used with the ablation catheter. The act was maintained at >350. The physician's opinion regarding the causality of the tamponade was the catheter.

Manufacturer narrative:
Additional information was received by the bwi field representative on (B)(4) 2013 that the concomitant product was a generic soundstar catheter / model #: m-5723-00 / lot #: unknown. (B)(4).